Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) and this implantable right ventricular lead delivered multiple shocks, and a shorted lead indicator was displayed. Impedance measurements on this lead have been normal. Interrogation of the device indicates it is operating normally. Technical services discussed that there was a possible lead issue, and recommended the device and lead be replaced. The physician elected to explant the device, and to cap and abandon the ventricular lead.